Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope plus involved with this event and the failure analysis testing has been completed. Failure analysis investigations replicated/confirmed the customer- reported complaint. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction tests using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observation(s) not reported by the site were also identified. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the connector exhibited discoloration. Visual inspection confirmed discoloration of housing. The endoscope was visually inspected and confirmed to have damage to the cable assembly. The cable was found pulled out from integrated connector. The endoscope was also found to have a stain in the bezel buttons.

Manufacturer narrative:
Based on the claim against the product by the customer noting camera of 30-degree endoscope plus was moving in the opposite direction that the surgeon was moving on universal surgical manipulator (usm)2, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, camera of the 30-degree endoscope plus was moving in the opposite direction that the surgeon was moving on universal surgical manipulator (usm) 2. The technical support engineer (tse) reviewed the logs and found no errors. Customer stated that the other three usms were moving in the correct direction when moved. Prior to calling in, the customer reseated the endoscope and issue persisted. Technical support engineer (tse) suggested to reseat the sterile adapter and reengage the camera to see if that resolved it. If that doesn't resolve, tse suggested to try a new camera and if that did not help to power cycle the system. The customer did not do any troubleshooting during the call. The procedure was completed with no reported injury.